Manufacturer narrative:
Based on information provided, it cannot be determined that the alleged hospitalization due to possible wound infection is related to activ.a.c.¿ therapy (system). There have been several attempts made to gather additional information, but there has been no response. It is unknown if medical or surgical intervention was performed. Kci is reporting this event as the impact to the patient is unknown to date. Device labeling, available in print and online, states: dressing changes: wounds being treated with the v.a.c.® therapy system should be monitored on a regular basis. In a monitored, non-infected wound, v.a.c.® dressings should be changed every 48-72 hours, but no less than 3 times a week, with frequency adjusted by the clinician as appropriate. Infected wounds must be monitored often and very closely. For these wounds, dressings may need to be changed more often than 48-72 hours; the dressing changing intervals should be based on a continuing evaluation of the wound condition and the patient's clinical presentation, rather than a fixed schedule. Infected wounds should be monitored closely and may require more frequent dressing changes than non-infected wounds, dependent upon factors such as wound conditions, treatment goals and instillation therapy parameters (for the v.a.c. Instill® therapy system). Refer to dressing application instructions (found in v.a.c.® dressing cartons) for details regarding dressing change frequency. As with any wound treatment, clinicians and patients/caregivers should frequently monitor the patient's wound, periwound tissue and exudate for signs of infection, worsening infection, or other complications. Some signs of infection are fever, tenderness, redness, swelling, itching, rash, increased warmth in the wound or periwound area, purulent discharge or strong odor. Infection can be serious, and can lead to complications such as pain, discomfort, fever, gangrene, toxic shock, septic shock and/or fatal injury. Some signs or complications of systemic infection are nausea, vomiting, diarrhea, headache, dizziness, fainting, sore throat with swelling of the mucus membranes, disorientation, high fever, refractory and/or orthostatic hypotension or erythroderma (a sunburn-like rash). If there are any signs of the onset of systemic infection or advancing infection at the wound site, contact the treating physician immediately to determine if v.a.c.® therapy should be discontinued.

Event description:
On (B)(6) 2017, the following information was reported to kci by the patient's family member: per the patient's family member the patient's last dressing change was on (B)(6) 2017 and there was allegedly pus coming out of the wound. On (B)(6) 2017, the following information was reported to kci by the home health secretary: the patient's home health case manager stated the patient was seen (B)(6) 2017 for initial admission into their home health services. The wound was evaluated and the patient was then sent to the hospital for further assistance due to possible infection in the wound. No additional information is available. On dec 29 2016, the device was tested per quality control (qc) procedure by kci field service, and the unit passed the qc checks and met specifications. On (B)(6) 2017, the device was placed with the patient. On (B)(6) 2017, the device was tested per qc procedures by kci quality engineering. Initial evaluation found a faulty lcd screen; however, the device passed all qc alarm testing was capable of providing v.a.c. ® therapy. No alarm conditions or operational malfunctions were experienced. Inspection and testing of the device did not reveal any evidence to confirm the customer complaint.